Event description:
Mother called on behalf of her daughter who is a customer. She said that the pod had made noise when the pod was filled with insulin. They checked her bg 2 hours later at 12am and her bg was in the high 400's. The mother called the doctor who instructed her to switch to injections. They removed the pod and successfully activated a new pod. No further information reported.

Manufacturer narrative:
The evaluation indicates that the threads of a component had rounded over which prevented the plunger from advancing. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and cou ld use another device or backup therapy if required.